Event description:
It was reported that during a low anterior resection procedure, the anvil was difficult to attach. After the anastomosis was complete, a leak test was reported. The leak was fixed by suturing. There was no pt consequence. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.